Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information. The customer reported several low glucose issues with the abbott diabetes care (adc) device. There was no report of third-party intervention required due to this reported issue. Adc customer service contacted the customer, and it was reported that there was no adverse event or third-party intervention needed due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 1 of 4 MDR submission as mw5154742 is associated with medwatch # mw5154743, mw5154744, mw5154745. All pertinent information available to abbott diabetes care has been submitted.